Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, after advancing a 6.0 mm/29 mm/80 cm otw omnilink elite stent system to a heavily calcified lesion in the right external iliac artery, an attempt was made to deploy the stent via balloon inflation when it was noted angiographically, during balloon inflation, that the stent was not on the balloon. The balloon was deflated and the omnilink system was withdrawn; during the withdrawal, though not intentional, the balloon wings inadvertently caught the dislodged and unexpanded stent, pulling it out of the anatomy without any resistance. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.